Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). Investigation summary: customer samples are received: 6 pieces with cannula and folded sleeve, 1 piece with detached cannula, 1 empty blister pack, 1 piece with dirty shield and 1 needle with another crushed needle. The defects reported by the client and the samples sent present the defects, therefore the defect is confirmed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The lot was manufactured where they are evaluated for characteristics such as: empty blister (method: visual ), duplicate components (method: visual), primary packaging integrity (perforated blister, open or delaminated seal, encapsulated seal and poorly formed bubble (method: visual), blister print not clear, not readable and not complete (method: visual ), damaged pavilion and sheath, fractured, foreign particles inside the primary packaging, dirty or stained primary packaging (method: visual). Additionally, at the beginning of the shift, the challenge to empty blister sensors was carried out, with conforming results, and no non-conforming part that could be attributable to the defect reported by the client was presented. It was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No deviations (quality notifications) were reported during the manufacturing process. Root cause include, omission in ensuring needle sensor operation out of blister and omission in ensuring needle sensor operation empty of blister. These defects are part of the manufacturing process, corrective actions include communication with the personnel working in the line of packing and packing of needles, and including sensors in the needle packaging stage.

Event description:
It was reported that the bd hypak® needle's primary packaging was torn and the hub was bent. There was no report of exposure, injury, or medical intervention.